Event description:
Determined to be reportable based on analysis approved 10/29/2006. It was reported that during a ptcra procedure, the coil of the rotawire guide wire was uncoiled. The lesion being treated was located in the 90% stenosed and strongly calcified left main trunk. The lesion was ablated with a 1.75mm burr and then the physician used a 2.15mm burr. While attempting to advance the burr to the coronary artery in the guide catheter by the dynaglide mode, "the wire was bowed" and the entire system was withdrawn. Upon withdrawal the wire was visually checked and "the coil of the impermeability part was uncoiled." Additional information has been requested. The procedure was completed with another of the same device. No patient injuries or complications were reported. Patient status is listed as "good."

Manufacturer narrative:
Returned product analysis verified the difficulty stated in the complaint. The returned wire is kinked approximately 130cm from the distal end. Also, a stretched coil condition adjacent to the solder section was observed. Microscopic examination revealed that the core wire is fractured at approximately 1.5cm from the distal end. Both the distal and proximal segments of the wire were submitted to the sem lab for analysis. "The fracture site and surface exhibited evidence of a severe bending movement. Initial tearing of material in tension was noted on the wire surface adjacent to the fracture. Final fracture was in a longitudinal direction along the material grain boundaries." The device history record was reviewed and found to meet all requirements. The lot met all specifications relevant to the complaint upon lot release. The condition of the returned wire suggests that clinical factors likely contributed to the failure; however, the exact root cause and/or circumstances under which the fracture occurred cannot be determined at this time.